Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device will not power on. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, pca is damaged, with traces of burn and corrosion, there is presence of contamination (blower, blower box kit, blower outlet seal/isolator kit, iso port, inlet/outlet seal), of corrosion (ui bezel plus, screw kit, humidifier water tank), a heater plate with electrical damage and an error code found on the device: - e-105. The device was not repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.